Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating this incident, it was determined that pyxis was unable to communicate with meditech and one patient was not appearing. A technical support specialist contacted the customer, and the customer confirmed that the patient had been discharged and readmitted, which naturally refreshed the patient profile. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was unable to communicate. One patient profile was not found in pyxis; nurses are not able to pull medicines from pyxis on orders in meditech. There were no adverse events or injuries reported based on this event.